Manufacturer narrative:
An event of moderate tricuspid valve regurgitation 24 hours post procedure was reported. Since the device was not returned, abbott could not perform a device analysis to assess the stiffness of the delivery catheter used in this case. Based on the information received, the exact cause of the reported incident including the transient tricuspid valve regurgitation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023, a 5mm by 2mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue low profile catheter. The patent ductus arteriosus (pda) minimal diameter was measured to be 3.42mm. The pda diameter at the aortic ampulla was measured to be 3.50mm. The pda length was measured at 8.55mm. It was reported that the delivery catheter was too stiff and significantly manipulated the duct anatomy while attempting the place the device. A 4f non-abbott delivery sheath was used to access the pda via the right femoral vein approach. The inner diameter of the non-abbott delivery sheath were: 4 fr, 1.40 mm i.d. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. 24 hours post procedure, it was observed that the patient experienced moderate tricuspid valve regurgitation via transesophageal echocardiogram (tee). On 7 march 2023, there was no noticeable tricuspid valve regurgitation seen on the tee. The patient was reported as stable and recovered. There was concern related to echo findings of tricuspid regurgitation that resolved "a couple weeks later" prior to discharge back to referring hospital nicu. The user believed that the delivery catheter placed back pressure on the tricuspid valve during delivery which caused the latent injury that was observed. The user also stated that the current delivery catheter significantly manipulates patient anatomy and causes concern for physicians. No additional information was provided.